Event description:
Per the clinic, the patient was put under local anaesthesia to undergo a procedure on (B)(6) 2015, to reduce the skin flap at the implant site.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a second skin flap reduction surgery on (B)(6) 2015, due to poor magnet retention. During the procedure, the internal magnet was replaced. The implanted device remains. This report is filed november 3rd, 2015. Device remains implanted.